Event description:
It was reported that an unspecified quantity of elastomeric pump devices overinfused during infusion. The expected delivery time was 46 hours; however, the devices were emptying within 1 to 6 hours. The pumps were filled with 0.9% sodium chloride (nacl) and fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6) should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.